Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient reported hearing a sound from the implantation site. At a device check that same day, high impedance was observed on the right ventricular (rv) lead. The lead was subsequently explanted and replaced. No patient complications have been reported as a result of this event.